Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device is not indicated for use with emergent aaa rupture.

Event description:
On (B)(6) 2010, patient presented emergent with a rupture (off-label); implant of a 28-16-120bl bifurcated device, two 34-34-80le, one 25-25-55l proximal extension and a 20-13-88fl limb extension. Follow up CT revealed a possible proximal type I endoleak, as well as a type ii. On (B)(6) 2010, the patient was treated with a 34-34-80l proximal extension and an aortic stent to rule out the type I endoleak; however, the type ii persisted and was left for monitoring.